Event description:
It was reported concerns over syringe accuracy reading with syringe module. Per report: "example- syringe loaded with visual amount of 30 ml and module volume reading is 28.6." No patient harm reported. Additional information provided: customer states: "I do not have any additional information to provide in support of the product complaint. This complaint seems to be related to a conversation with an anesthesia provider in the or pertaining to a scenario created in the test environment."

Manufacturer narrative:
Root cause: the root cause for the reported issue that device had incorrect syringe volume read was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.